Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an impella 5.0 for mechanical circulatory support. It was reported that the device was difficult to position due to the patient's reconstructed aorta and tilted heart. Additionally, during support the patient experienced kidney and renal failure. The resolution is unknown. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.